Manufacturer narrative:
The subject device was received and evaluated. The handpiece was visually inspected for abnormalities. The reported issue was confirmed, the handpiece was found to have a cut on the cord, as well as cosmetic wear and tear. Moreover, functional tests were performed to assess the device status. There were no discernible damages discovered. The definitive root cause of the cord damages can be attributed to customer use or transportation. Per the surgical drill systems department functional checklist, the device was checked for physical damages at the power cord to ensure that it is free from cuts, buckles, or kinks . The device history record review found that the device was manufactured without ncrs (non conformances) , reported scrap or recorded process deviations relating to the reported failure. Therefore, it is likely the device left the facility without damages to the power cord. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the device cord that attached to the drill was found with a cut. The issue found during reprocessing. There was no patient involvement associated on this reported event. No user injury reported.